Event description:
It was reported that during percutaneous coronary intervention, a stent damage occurred. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous distal of right coronary artery. The physician had difficulty advancing a 3.50x16mm promus element drug-eluting stent due to calcification. Then they found that the edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during percutaneous coronary intervention, a stent damage occurred. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous distal of right coronary artery. The physician had difficulty advancing a 3.50x16mm promus element drug-eluting stent due to calcification. Then they found that the edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. Initial visual examination of the returned device noted proximal stent strut damage, as one strut was slightly raised. The balloon and stent was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).